Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the device alarmed and found physical damage to the internal battery. It was determined that the reported battery inoperable alarm was due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. The device was not in use when the fault occurred; therefore, there was no patient involvement.